Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed. The lead was replaced after repositioning was unsuccessful. The patient was fine after the event.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.